Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported there was a pump memory error (pme). It was noted pump infusion mode was programmed to minimum rate and that error did not occur during an update or interrogation. Telemetry did not report that pump memory alarm occured. The logs indicated watchdog, reset occured, and pump was in safe state. Programming was all wiped out except for pump serial number and model number. The pump tried to be updated several times, but every update was unsuccessful and resulted in pme message. A therapy stop was attempted. The first time telemetry stopped half way and the second time it was cancelled by the programmer and displayed a message "the telemetry was aborted and the pump can not determine the last version, version in this programmer is b.4 record this information." The message also appeared during an update. The pump was also attempted to be update in minimum rate mode, but still pme. It was attempted to update the pump over 10 times and tried using a different programmer. There were no pme in logs. It was noted patient was in 5mg/ml bupivicaine. It was also reported alarm was heard but not confirmed by telemetry. It was noted patient stated an error code "8474" showed on their patient monitor (ptm), which indicated a critical pump alarm for "pump reset." It was noted patient showed no adverse effects. There was no known cause for the pme. Pump was interrogated multiple times and pump would not receive telemetry. Pump was explanted and patient received new pump. Patient recovered without sequela. Additional information will be provided when available.